Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she did not think that the settings were accurate or that she was not receiving the basal delivery. The blood glucose reading was 500 mg/dl. Customer treated with manual injection and brought it down to 334 mg/dl. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She stated that the basal rate and bolus wizard settings were correct. Customer removed the infusion set and stated that the cannula was bent but not occluded and that the site was not sore or irritated. Customer was unable to perform a high pressure test.